Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed plunger flippers was stuck open. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: replaced left plunger case. Performed power up process which passed.

Event description:
It was reported that system failure-force sensor test event occurred. No patient injury reported.